Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the reamer handles are used with these drives they pull out- the hudson fitting won't fully engage the reamer. Upon close inspection of the connectors on these two handles a very small difference in the fitting can be seen. The disk shaped catch at the very end is thinner and not chamfered on the 520.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. All available evidence was reviewed. Based on the photo evidence provided, complaint cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation. A manufacturing records evaluation (mre) was not performed.